Event description:
Caller indicated the relion confirm meter was reading low. The customer stated she woke up, took her blood sugar and received a reading of lo. She took a glucose tablet based on the reading lo. Then she retested 5 minutes later then received a reading of 165mg. After she received a reading of 165mg she stated she felt like the meter wasn't working properly because of her first reading of lo, which she felt was not accurate. Caller uses correct technique and storage. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.